Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer and confirmed the reported issue. The unit powered on while connected to ac (alternating current) and battery. When the unit is only on ac power, it does not power on. The fse recommended that the customer replace the power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit only will function if the battery is connected. It is unknown if there was any patient involvement; however, no patient harm was reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08nov2018. Date of manufacturer: 05nov2018. The customer replaced the power management board and the issue was resolved. The unit was returned to service.